Event description:
Report received from the USA stating that the "latch in the middle of the applier will not connect.' It was unknown to the reporter whether or not the device was used in surgery or if there were any injuries or medical intervention reported. The reporter declined to provide information regarding the patient or details of the event. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.